Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; distal segment returned and analyzed. It was reported the lead was explanted and replaced due to oversensing. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn oversensing.

Event description:
It was reported the lead was explanted and replaced due to oversensing. No patient complications were reported as a result of this event.